Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "probe was not cutting" (failure to cut). The customer reported the probe would not operate. Additional information was received reporting the probe was not cutting. The probe was replaced and the surgery was completed. There was no patient harm reported.